Event description:
Boston scientific received information that the patient developed an intestinal infection and lost approximately 60-65 kg. Due to the drastic weight loss, the device eroded through the skin and led to a pocket infection. The entire system was explanted and replaced. No further adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).